Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated device triggered a lead safety switch due to pacing impedances of greater than 3500 ohms. The lead also displayed noise. The lead had appeared to have fractured but this was unconfirmed. The lead was surgically abandoned and device was explanted. The hospital retained possession of the device. There were no adverse patient effects reported.